Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated critical troponin I (accutni) results. Customer reported that the results were normal when the samples were repeated on another instrument. Customer reported that accutni, access reagent, lot 121410, and access accutni calibrators (s0-s5), lot 116461, were used in conjunction with the dxc 600i analyzer. Customer reported that they were using biorad quality control, lot 23500, with ranges set appropriate to peer. Customer reported that they did not know how many samples had the critical results. Customer reported that the critical results were reported out of the laboratory. Customer provided data for seven (7) patients. Bec analysis of the data indicated that only one sample had erroneous result. Customer reported that one patient was sent to the cardiac catheterization laboratory unnecessarily. Customer reported that the critical result was corrected. Bec field service engineer (fse) replaced the pipettor tip. The fse verified alignment and ultrasonics and temperature. The fse made adjustment to the reagent to pipettor alignment. The fse also performed preventive maintenance.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on the same day. This report is related to MDR# 2122870-2012-00986.